Event description:
It was reported that the clear plastic hub and cannula of the infusion set got dislodged from the patient with diabetes (pwd) due to leaking. The issue was resolved by replacing the device. The event occurred during infusion and there was no patient harm occurred.

Manufacturer narrative:
The suspect product was not returned for evaluation. The device history record was reviewed and was confirmed that there were no anomalies noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
The supplemental MDR was created to correct the reporting become aware date field. The correct aware date is: 6/8/2026.